Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that device had a failed drawer 2.1 and 2.2 not detected on bus, the customer rebooted the station 3 times to recover the drawer but the issue still persistent. The issue was causing a delay of 5 minutes in dispensing medication for the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had a communication issue. The field service engineer replaced the drawer controller board and row boards to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.